Event description:
Surgical case in process for planned r bipolar hip replacement. When bone cement was administered, the pt developed hypotension, tachycardia and eventually arrested. Site was closed and pt was pronounced dead at 15:40.